Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation; full lead returned and analyzed. The device is part of the advisory for this model. Evaluation summary (B)(4) full lead.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that after initial right ventricular lead positioning, extension, then reposition, the lead helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that after initial right ventricular lead positioning, extension, then reposition, the lead helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that after initial right ventricular lead positioning, extension, then reposition, the lead helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.